Event description:
Patient was seen in clinic and presented with high lead impedance and pain. The patient's device was disabled and they were referred back to the surgeon who placed the device for imaging. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.

Event description:
The patient was seen back in clinic and high impedance was still present, so they have now been referred for surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received noting that the lead was destroyed during retrieval and in multiple pieces. Product analysis was completed on the returned generator. There were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information received noting that the patient underwent a full revision. The explanted generator was received but product analysis is still underway.